Event description:
Hcp reported the device was not delivering medication. The device stopped approximately 1 to 1.5 years after cva. The patient had multiple medication problems but did not follow-up with hcp for over one year. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.